Event description:
A male patient contacted lifecor customer support to report that the device was siren alarming continuously. He stated that when he returns the belt cord in different direction the device will siren alarm. The patient also received a "call ambulance" message last night. The patient insists that the device is tight on his body. Support sent the patient a replacement monitor and electrode belt.

Manufacturer narrative:
Device manufacture date: monitor; electrode belt - 05/2008. Device evaluation summary: device evaluation of monitor and electrode belt have been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the cable from ECG c to ECG d. There was a short within the cable. These broken wires caused the "adjust belt" messages. The root cause of the broken wires appears to be misuse. The electrode belt looked to have been snagged on something forcibly removing the wires from the strain relief. The electrode belt was repaired, retested and restocked. The monitor was fully functional. It was refurbished, retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the electrode belt cable. The patient received a replacement electrode belt and monitor.